Event description:
Device 2 of 2 (refer to manufacturer's report number 1627487-2009-00006 for device 1 and description of event).

Manufacturer narrative:
Evaluation for device 2 of 2 (refer to manufacturer's report number 1627487-2009-00006 for device 1 evaluation). Method: device history and sterilization records were reviewed, no anomalies were found. Returned leads were visually and physically inspected. Results: device history and sterilization records reviewed were found to meet specifications. The event details states that leads were cut, the leads returned were intact. Leads failed continually testing. Ans inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.